Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently gave a bolus based off an inaccurate continuous glucose monitor (cgm) reading. The customer-initiated bolus resulted in the customer's blood glucose (bg) level decreasing to 40-50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, in one instance, the customer went to the emergency room, but declined to troubleshoot the issue with tandem technical support. Recommendation was made to consult with healthcare provider regarding diabetes management.